Event description:
Surgeon performed revision left knee. Trialed up to 22mmthick insert, x-rayed knee interoperatively and ask for components to be opened, upon opening implants, the exp date on the implant was not observed.

Manufacturer narrative:
Eval summary: zimmer does not print exp dates on the implant. It is present on the package and is determined based on the MFR date of each lot. The packaging was not returned for eval. However, the device history records indicate that the exp date was present on the package. The remaining inventory of the complaint lot was fully distributed without any further report of this kind. It is unk if the or staff checked the exp date on the package. Based on the info provided and review of the device history records, an alleged deficiency cannot be confirmed. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.